Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the no device found screen 16 was seen. Troubleshooting was performed during the call to optimize recharger antenna position on alert screen 50 and the manufacturer representative was getting 95. The charging quality was excellent. It was indicated that when the patient recharged they got good to excellent charge quality. Further troubleshooting revealed that the implantable neurostimulator (ins) was at a slight angle which could affect recharging. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received providing further clarification on the initial call. It was indicated that at one point the rep had mentioned that the patient couldn't recharge fully, but it was while in the context of talking about the patient's coupling. Technical services assumed the rep was talking about the recharge coupling being fair, poor, good or excellent. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) and consumer via a manufacturer representative on 2019-jun -12 reporting that the cause was not officially determined. The patient stated that the battery healed that way from implant. No further complications were reported.